Event description:
Customer reported that the pump's touchscreen was not responsive and required multiple presses to function, along with occasional error codes and issues with password entry. There was no adverse impact on the customer's blood glucose level. Customer declined further troubleshooting or follow-up from technical support, and no additional details regarding the outcome were provided.